Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The returned sample was analyzed in the laboratory leakage was found at the connection of the tubing for the recirculation line. The leakage occurred due to a scratch on the blood outlet connector. The cause was attributed to a manufacturing defect and was not detected during the leakage testing because there is no tubing connected to the oxygenator during this test. The responsible production personnel were informed of this defect and trained. The failure was isolated to the lot #70071769. Reference: complaint (B)(4).

Event description:
On (B)(6) 2012, at the (B)(6) general hospital in (B)(6) it was reported that the 01970110-j quadrox-I oxygenator without filter (lot number 70071769) had a blood leaking from the recirculation port (1.4). A 3 cm long crack was confirmed in the problem area. The customer elected to replace the device. There was no patient impact. Reference: complaint (B)(4).